Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Had to dislodge brush head from throat [foreign body in respiratory tract]. Round head came off while brushing teeth and then tongue [device breakage]. A husband reported spontaneously via e-mail on (B)(6) 2019 that he was brushing the teeth of his wife of unspecified age with an oral-b rechargeable toothbrush, version unknown with an oral-b power oral care refills dual action eb417 on an unspecified date. The husband explained that he was brushing his wife's teeth as she was disabled with fibromyalgia and suffered greatly with lethargic feeling in her muscles. He had changed out the brush head and while brushing her teeth and then her tongue the round head came off and he had to shoot his hand in her mouth and dislodge the brush head from her throat. The case outcome was recovered. No further information was provided.